Event description:
It was reported that during preparation for a dca procedure, while an aspiration prep was being performed on the balloon, the nose cone separated from the device. Another gto device was used to complete the procedure. The product was not used in a pt.